Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, physical pain and mental anguish. The product was explanted on (B)(6) 2009.